Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: tenku. Guide wire: sion blue. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that xience prime met resistance during advancement and was unable to cross the predilated, mildly tortuous, moderately calcified, 90% stenosed target lesion in the proximal to mid left anterior descending coronary artery. The xience prime was removed with some resistance and the procedure was completed with a non-abbott stent. It was noted that the xience prime appeared slightly expanded although the stent delivery system was not pressurized. There were no adverse patient effects. There was no additional information provided.